Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The unit was observed with the elevator channel inlet loose and was leaking. The ¿c-body¿ (control unit) forceps cover glue was observed with peeling and a stain in the c-body was found. In addition, the ¿a-rubber¿ glue was found with a crack. The identified parts were replaced and device was repaired. Once completed the device was tested and passed all required testing and specifications. Probable cause of the reported failures could be attributed to maintenance and handling issue.

Event description:
It was reported that during reprocessing the device was found with a leak. There was no patient involvement on this event reported. No user injury reported.